Event description:
External ventricular drain tubing replaced by md determined to be leaking cerebrospinal fluid at the leur lock connections of the external ventricular drain tubing a the sites of the leur lock connections at the transducer causing a need for the tubing to be replaced.